Event description:
Facility reports of an internal blood leak 30 minutes into treatment where blood entered the dialysate line thorugh the hansen connector and tested positive for blood in the dialysate. Ebl 250-300cc. The pt had no ill-effect and the treatment was continued after a whole new setup was connected to the machine. No sample is available for eval as they discarded the sample. The physician did order tequlin as a prophylactic antibiotic after the blood leak as a precaution due to blood mixing with dialysate with possible pathogens.